Manufacturer narrative:
Corrected d1/d2. Corrected h6 method and conclusion codes.

Event description:
Complaint (B)(4). Table vi references 17 potential gore® viabahn® endoprostheses stent kink/renal stenosis with reintervention.

Manufacturer narrative:
Complaint (B)(4). Table vi references 17 potential gore® viabahn® endoprostheses stent kink/renal stenosis with reintervention.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following article was reviewed: ¿outcomes of fenestrated-branched endovascular aortic repair in patients with a solitary functional kidney¿; keouna pather, m.d.; emanuel tenorio, m.d.; jussi kärkkäinen, m.d.; bernardo mendes, m.d.;randall demartino, m.d.; thanila macedo, m.d.; peter gloviczki, m.d.; gustavo s. Oderich, m.d.; from the midwestern vascular surgical society; presented september 12, 2019; copyright 2019 by the society for vascular surgery. Published by elsevier inc.; https://doi.org/10.1016/j.jvs.2019.10.062. The aim of this prospective, nonrandomized study was to evaluate outcomes of fenestrated-branched endovascular aortic repair (f-bevar) of pararenal abdominal aortic aneurysms or thoracoabdominal aortic aneurysms (taaas) in patients with a solitary functional kidney (sfk), comparing it with a control group of patients who have two functioning kidneys. The study includes 287 consecutive patients (206 male; mean age, 74 years old) and was conducted between november 2013 and october 2018. Gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted as the main renal directional branch bridging stents in six skf patients and 51 for the control group; gore® viabahn® endoprostheses (vsx devices) were implanted in five skf patients and 51 of the control group. Additional devices used were icast, with one for skf patient; six for control group and for adjunctive bare metal stents, four were for skf patients; 42 for control group. For accessory renal directional branches bridging stents, there were two implants for the control group. For main renal fenestrations bridging stents, icast devices were used. The article states patient 11 reportedly experienced renal stenosis and reintervention potentially implanted with a gore® viabahn® endoprosthesis.